Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Maintenance ok. Tips and rubber feet worn out. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. Please see signed legacy fms batch review. Reporters phone number (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It has been reported by the biomed technician that during an unknown procedure, the fms duo+ was working by intermittence. Th alarm could not stop beeping. Another hand piece had been changed but the same problem occured. The force mode had to be in used to complete the procedure. No harm to the patient.